Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was/is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified flat creases , delamination of the valve. Leak test and microscopic analysis was performed which identified a delamination (>75% total separation) and wear abrasion. Based on the device analysis the final assessment is: a delamination partial of the valve (cohesive failure).

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.